Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that during post-implant device check prior to patient¿s discharge, lead dislodgement was suspected due to lv pacing margin alert. Device was reprogrammed and bi-v pacing was evident. There were no plans for lead repositioning at this time. The event was resolved without sequelae.